Event description:
Patient self tester reports: protime system inr 1.5 and 3.0 when repeated within 1 hour. Inr therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): manufacturer/evaluation/investigation pending product return from user facility.